Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer states having low blood glucose levels that required paramedics to be called. The customer's blood glucose level was reported to be 32mg/dl. The customer declined to be transferred to the help line in order to troubleshoot.